Event description:
Spinal stimulator leads broken in half, wires coiled up, shift in generator unit. Stimulator caused pain to the extent that user could not walk. After implant, regardless of program adjustment, there was no impact on in. In early (B)(6), serious pain began near generator unit. Pain was at first intermittent, but on a level of 10 or more. Pain increased over 3-4 weeks. Doctor visit with xrays showed lead out of place. A CT scan was done but showed nothing else. Generator had also shifted out of its pocket. Pain increased to the point where I could not walk from my chair to the bathroom. Could not lie down, sleep. Pain was like putting my finger in a light socket every time I moved. Doctor scheduled surgery to explant 1 month after first visit about problem. After explant surgery, doctor said lead was broken in half with wires coiled up on themselves. 'They had to do a scan during surgery to make sure they got all of the pieces out. After stimulator was taken out, severe pain stopped. Doctor later said my body rejected the generator. I have waited for several months to see if the doctor or abbott labs reported this malfunction. So far, no one has reported it. Public needs to be warned. Serviced (adjusted) from (B)(6) 2019 to (B)(6) 2019.